Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube') and pelvic pain ('persistent pelvic pain') in a (B)(6) year old female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced low back pain ("back pain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"), 2 years 10 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of back pain ("low and upper back pain that worsened at night time"). On (B)(6) 2019, the patient experienced the second episode of back pain ("severe back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, low back pain, back pain (with radiation) and the last episode of back pain outcome was unknown. The reporter considered device dislocation, low back pain, pelvic pain, back pain (with radiation), the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as hypertension, thyroid nodular, redness and swelling nos. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced low back pain ("back pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6) 2019 she experienced a first episode of back pain ("low and upper back pain that worsened at night time"). On (B)(6) 2019 she experienced a second episode of back pain ("severe back pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [ultrasound pelvis] on (B)(6) 2019: non pregnant.endometrial cavity through the myometrium [cornua] compatible with essure device [ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules [ultrasound uterus] on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2019: medical record received. Patient date of birth, reporter information & product indication updated. Medical history, drug , concomitant conditions were added. Patient , product & lab data updated. Cluster ID added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as hypertension, thyroid nodular, redness and local swelling. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced low back pain ("back pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6) 2019 she experienced a first episode of back pain ("low and upper back pain that worsened at night time"). On (B)(6) 2019 she experienced a second episode of back pain ("severe back pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [ultrasound pelvis] on (B)(6) 2019: non pregnant. Endometrial cavity through the myometrium [cornua] compatible with essure device. [Ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules. [Ultrasound uterus] on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries. Lot number: d40622, UDI: (B)(4). Production date: 2014-12-10, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube') and pelvic pain ('persistent pelvic pain') in a 39-year-old female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced low back pain ("back pain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"), 2 years 10 months after insertion of essure. On (B)(6) 2019, the patient experienced the first episode of back pain ("low and upper back pain that worsened at night time"). On (B)(6) 2019, the patient experienced the second episode of back pain ("severe back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, low back pain, back pain (with radiation) and the last episode of back pain outcome was unknown. The reporter considered device dislocation, low back pain, pelvic pain, back pain (with radiation), the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as hypertension, thyroid nodular, redness and local swelling. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced low back pain ("back pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6) 2019 she experienced a first episode of back pain ("low and upper back pain that worsened at night time"). On (B)(6) 2019 she experienced a second episode of back pain ("severe back pain"). Essure was removed on (B)(6) 2019. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [ultrasound pelvis] on (B)(6) 2019: non pregnant.endometrial cavity through the myometrium [cornua] compatible with essure device [ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules [ultrasound uterus] on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries. Lot number:d40622 UDI: (B)(4). Production date 2014-12-10 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon receiving a new follow-up information, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred retention case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.